Event description:
The pt underwent spinal decompression at the right l4/5 lumbar level using the baxano io-flex system on (B)(6)2010. The pt developed right-sided postoperative hip flexor and knee extensor weakness two days following the procedure. MRI was obtained which revealed a right-sided psoas hematoma. No additional treatment was given, as the surgeon opted to conservatively observe the pt. The pt was reported to be improving and was discharged 3 days following the decompressive surgery with no additional adverse clinical sequelae.

Manufacturer narrative:
The device was not returned for inspection. It is not clear that device caused event, but device may have caused or contributed to the event. The device performed according to specifications during the surgery.